Manufacturer narrative:
(B)(4). Retainer ring: missing. Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm customer stated transmitter was not connecting to insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.